Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the reference / solenoid valve assembly to resolve the issue. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer's au480 clinical chemistry analyzer generated erratic na (sodium) results and high k (potassium) results from two patient samples. There was no impact to patient treatment. The results were not reported outside of the lab. Controls (qc) were run prior to the event and the results met the laboratory's established ranges.